Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges pain and disability associated with the hernia mesh. No lot number has been provided; therefore, a review of the manufacturing records are not possible. Note, the date of event is provided as (B)(6) 2022 based on the awareness date. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
Attorney alleges: the patient was implanted with bard marlex mesh (considered as bard flat mesh) on (B)(6) 1999. As reported, the patient has suffered/will continue to suffer pain, suffering and disability.